Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached into the 500s mg/dl while wearing the pod after a hazard alarm between 1 and 4 hours at the infusion site (abdomen). No additional symptoms reported. The patient was treated with insulin and was released after 2 to 3 hours. The pod was removed before the patient went to the ER.